Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera displayed a steady amber and green light. Troubleshooting was performed by checking the system control unit (scu) for fault lights, and opening network device interface (ndi) toolbox to find that the camera was receiving power but was not showing as connected. The system was rebooted, the source was switched to displayport (dp), and the back panel of the camera cart was opened to reseat the internal cables and camera cart arm cables. After rebooting the system again, the amber light initially flashed and then went away, leaving only the green light displayed. The issue was resolved on the call. There was no patient involvement reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9735848 (lot: -); ubd:unknown, UDI:unknown h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. A05 applies to camera displayed a steady amber and green light. A12 applies to receiving power but not showing as connected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.